Manufacturer narrative:
G4: 08oct2020, b4: 12oct2020. A user interface (ui) assembly was returned for analysis. Visual inspection of the user interface assembly was received with damage touchscreen. Reference the photo attached. An investigation was performed and the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18jun2020.

Event description:
The customer reported a dim screen. The customer indicated the screen was dim compared to other units. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 26jun2020. B4: 26jun2020. The service technician confirmed the reported issue and indicated it was caused by a decrease in brightness due to aged deterioration of the lcd (liquid crystal display). The service technician replaced the user interface assembly to resolve the reported issue. Overall checks, cleaning, run testing, and a function test were performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.